Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the leads were removed for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).